Manufacturer narrative:
. Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the distal part of the stent delivery wire (sdw) was found to be severely kinked/bent, the stent introducer sheath distal tip was found to be severely crushed/damaged, and the stent was not returned and had been separated from the delivery wire during the procedure within the catheter shaft. A functional inspection was unable to perform as the stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be not tortuous. Other devices used in the procedure in conjunction with the subject device were stryker catheter. The same microcatheter was used to finish the procedure resistance was encountered within the catheter shaft. The stent flow diverter separated from the delivery wire during the procedure within the catheter shaft. Access was through femoral. Product analysis found the distal part of the sdw was found to be severely kinked/bent. The stent introducer sheath distal tip was severely crushed/damaged which indicates a force was applied while seating it in the hub of the microcatheter. The damage to the introducer sheath tip would have contributed to the reported complaint and caused the damage to the sdw while attempting to advance the stent, thereby resulting in the stent becoming detached within the microcatheter shaft. An assignable cause of procedural factors will be assigned to the as reported ¿ stent difficult/unable to advance or pullback through catheter¿ and ¿stent deployed prematurely during use¿ and as analyzed 'stent deployed prematurely during use', 'sdw kinked/bent', 'stent introducer sheath distal tip damaged' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during aneurysm case, the subject stent encountered resistance inside the catheter shaft. The operator added some force to push it but the it was still not able to be delivered. He tried to pull the delivery wire back to re-sheath the subject stent, and then he found the subject stent was separated from delivery wire. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
H3 other text : the device is not available to the manufacturer.

Event description:
It was reported that during aneurysm case, the subject stent encountered resistance inside the catheter shaft. The operator added some force to push it but the it was still not able to be delivered. He tried to pull the delivery wire back to re-sheath the subject stent, and then he found the subject stent was separated from delivery wire. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.